Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
The strap with the spreader bar of the maxi sky 2 plus unwound unexpectedly from a height of 30 cm to the floor. This issue occurred during the annual preventive maintenance check of the device. No patient was involved, and no injury was claimed.

Manufacturer narrative:
The product return was initiated. The device has not been returned to the manufacturer yet. Additional information and status of the product return will be provided to the next report.

Manufacturer narrative:
The manufacturer analysis is ongoing. More details will be provided in the follow-up report.

Manufacturer narrative:
The device will be returned to the manufacturer for detailed evaluation. The results will be provided upon the evaluation performed.

Manufacturer narrative:
The device operated correctly during further testing. No failure was found. After consultation with manufacturer, it was decided to return the device for further testing (returned on 6 feb 2025). The technical expertise was conducted in arjo laboratory in several steps: visual inspection (1), functional inspection (2) and analysis of the log events file (3). (1) the lift was generally in good condition. The transmission was original (since device manufacture), and there was sufficient grease on the second stage gear. There was light gear deterioration and the nylon strap had some fold marks. The transmission is the ceiling lift mechanism that allows to lift and lower the spreader bar via unwinding or retracting the strap. The first and second stage gears are part of the transmission that allow proper strap movement. (2) the functional test uncovered an intermittent issue with the weight detection limit, causing unintended strap releases. This issue was intermittent and did not occur when weight was applied. Although replacing the limit kit initially seemed to resolve the problem, the issue also ceased when the original kit was reinstalled. An intermittent fault in the kit¿s electrical components, such as wiring or switches, remains a possible explanation due to the inconsistency of the behavior. However, the inconsistent nature of the issue makes it difficult to definitively identify the root cause. (3) the lift recorded two malfunctions on the day of the event: malfunction #21 (low battery voltage) and malfunction #19 (overcurrent on accessory). Neither malfunction was likely linked to the strap release issue. The root cause of the strap release for maxi sky 2 plus lift could not be determined. The most likely hypothesis is that the weight detection limit malfunction created a loose section in the strap around the drum, which was released during preventive maintenance. The intermittent nature of the malfunction suggests it could be related to the limit kit components or assembly, but this could not be confirmed during testing performed. Arjo device was not used for a patient transfer when the issue occurred. The device did not meet specification as some device failures were observed. The complaint decided to be reportable due to the strap's unexpected unwinding that could not be stopped.

Event description:
The strap with the spreader bar of the maxi sky 2 plus unwound unexpectedly from a height of 30 cm to the floor. This issue occurred during the annual preventive maintenance check of the device. No patient was involved, and no injury was claimed. The maxi sky 2 plus is a configuration of the maxi sky 2 ceiling lift with dual mode, which means that it consists of two interconnected ceiling lifts. Such a configuration allows the transfer of the bariatric patient. In the claimed complaint, the strap for one of the ceiling lifts unwound, resulting in an uneven lowering of the spreader bar.

Manufacturer narrative:
The claimed ceiling lift was returned to the manufacturer- factory in canada on 06 feb 2025. The testing is ongoing. The results will be provided when it is completed.